Event description:
The bottom of the package was not sealed. This was discovered within the sterile field.

Manufacturer narrative:
Depuy cmw confirmed the bottom seal of the powder bag had been inadequately sealed during the powder bag filling and sealing operation. The powder contamination in the seal area impeded the formation of an effective seal during the filling and sealing operation. No adverse comments regarding seal integrity were recorded on the dhs during qc testing of samples from the batch. Manufacturing process specification includes an appendix detailing sealing of powder bags and the importance of a clean seal area. This complaint represents the first recorded instance of seal failure since the introduction of the revised mps in september 2005. Cmw to monitor for any further occurrences.